Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with chest pain at the implant site. Presenting electrogram showed isoelectric line for the atrial morphology. The capture was unable to be determined with the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.